Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) discardit 5ml from lot # 0.0097184 product # 300852 with the reported issue of barrel is damaged (cracked) inside the pack. DHR reviewed of the lot number 0.0097184 found no non-conformities during its production. One sample received for the reported defect. The investigation team has used the received sample and retention samples of material number 300852 for lot number 0.0097184. While the defective sample showed the cracked barrel, there was no crack on the barrel found on any of the retention samples. Investigation conclusion: the defect is confirmed as one sample received from the customer shows the reported defect. Root cause description: the probable root cause could be the barrel loading station that contribute to cracked barrel is barrel loading- we are making process to change bush of barrel loading bracket during pm- 30/january /2021 and to reduce jerk from barrel marking to assembly index 30/january/2021. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that 10 discarditii 5ml with 23*1 syringes were found with cracked barrels in their packaging. The following information was provided by the initial reporter: "baral is damage (cracked) in side the pack."